Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that after using new transmitter, using correct insertion technique and plaster technique the sensor issue was still not resolved. The customer's blood glucose level was unknown. The device will be returned for analysis.